Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The ostial eccentric lesion being treated was located in the diagonal artery (dx). The lesion was predilated with a 2.5x12mm maverick balloon and a 2.75 x 12mm maverick balloon. After several attempts to cross the lesion with a 2.50x12mm taxus express2 drug eluting strut, damage was seen at the tip of the stent. The procedure was completed with a 2.50x8 mm cypher.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.